Manufacturer narrative:
Evaluation is ongoing. We will perform a follow-up report as soon as it is finished.

Event description:
Customer service was contacted from customer on (B)(6) 2020. Customer stated that the tip of bipolar forceps broke off during surgery.